Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary went shutdown. As per part investigation, it was determined that there was a shorted diode d501 / mosfet q501 on the drawer controller board which led to circuit instability. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 24-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of station down was confirmed by field service engineer (fse) and subsequently confirmed in the dchu testing and inspection process. According to work order: (B)(6), the fse responded to a customer report that the station was down and not receiving support from technical support specialist. The fse began systematic troubleshooting by disconnecting peripherals one at a time until the station powered on, which helped isolate the issue and discovered that the controller board for drawer auxiliary 2.2 had an electrical short, so drawer controller board was replaced. After the replacement, the fse ran diagnostics and performed drawer functionality tests, all of which passed. With no further issues found, the fse confirmed the station was fully operational and returned it to service. During dchu visual inspection: p/n: 151622-01: the part was in good condition, no missing components, signs of fluid ingress or any physical anomaly were identified. During dchu testing: p/n: 151622-01: the use 331392-01 pcba dwr cntlr v1.10/v1 was found with resistance measurements lower than expected, the results were not acceptable. No further tests were deemed necessary by dchu. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause to the reported failure station completely down is attributed to a faulty p/n: 151622-01 due to a shorted diode d501 / mosfet q501 on the drawer controller board which led to circuit instability and ultimately compromised the drawer's functionality.